Event description:
Customer complains that the connector piece of the tender/tenderlink transfer set is separated from the tube. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not returned.